Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge tubing separated from the cartridge when the tubing got caught on the refrigerator. Blood glucose (bg) was 570 mg/dl and bg was addressed with a bolus.